Event description:
It was reported that after implantation of the catheter, flocculation was found when the guidewire was removed from the catheter, the nurse manager reported the event and had concerns about the patient's continued use of the catheter. The catheter has not been removed, it is unknown if any harm or injury occurred. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed but the root cause remains unknown. The product returned for evaluation was one standalone hydrophilic stiffening stylet and 29 sealed 4fr sl powerpicc solo catheter kits were returned for evaluation. Inside each sealed kit was a hydrophilic stiffening stylet. A gross visual inspection of the returned units found that all 30 stylets had a white substance scattered along the length of the stylet. Inspection of the white substance under a microscope found that the material appeared bunched and peeling. Additionally, units 02, 04, 05, 06, 07, 08, 14, 15, 16, 17, 18, 21, 24, and 25 had small specks of red foreign material mixed in with the white substance. The white material appeared to partially coat the stylet wire. The observed features indicated that the substance was likely the hydrophilic coating applied to the stylet during manufacturing. The coating was delaminated; however, the investigation did not identify any evidence to determine what caused the delamination of the coating. Potential factors which may have contributed to the observed defect include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. Upon further review with the manufacturing facility all sealed samples were determined to be within specification according to inspection criteria. The standalone sample would have failed the manufacture visual inspection. The cause of the standalone sample coating being delaminated was ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
On 06/26/2025, the customer returned thirty devices for investigation. This report addresses all thirty devices.